Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the charger/modem was unable to recognize a battery pack. Upon evaluation, liquid contamination was found on the battery board. The root cause of the contamination is liquid ingress of an unknown contaminant. In addition, the charger exhibited a bga failure at pld component u1003 and pxa component u104 on ca board sn (B)(4). Root cause analysis of similar bga failure events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain (p010030/s041) was approved by FDA on 4/16/2013. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it was resetting.